Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: for lot 7537081, the collet rotated which prevented the rod from seating in the screw head. The collet likely rotated from over-inserting the screw in bone and then rotating the polyaxial head without the alignment tool. During screw insertion, a holding sleeve (part# 03.632.001 or 03.632.036) and screwdriver assembly are threaded into the screw head. It is likely that in a previous surgery, the threads of one of these sleeves broke off inside the head of the screw. Not knowing the broken threads were inside the screw head, the screw was put back with the set and then attempted to be used during the surgery associated with this complaint. The broken threads inside prevented the screwdriver assembly from threading into the screw. Bending loads on the holding sleeves during insertion or over-threading the instrument could have caused the sleeve threads to break off inside the head. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient (B)(6). Additional product code: mnh, mni, kwq, kwp. Device was not implanted/explanted. Additional manufacturing dates: 13november2013 and 18november2013. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4) implant. Part: 04.632.740, lot: 7537081 (nonsterile) - 7.0mm ti matrix polyaxial screw 40mm thread length. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a l2 s1 posterior lumbar fusion, there were two separate issues with 7.0 mm titanium matrix polyxial screws, thread length 40mm. The first issue was there was an inner mechanism in the screw that was popped up and did not allow the rod to be seated on the screw correctly. Another screw was immediately available and the rod was able to be successfully seated on screw. There was a twenty (20) minute surgical delay. With another screw, while assembling part on the back table, it was found that the screw would not thread on the screwdriver. There was another screw immediately available that was able to be used with the screwdriver. There is no allegation of deficiency against the screwdriver. There was no surgical delay reported. The surgery was completed successfully and there was no further patient harm reported. No additional information was available. This is report 1 of 2 for (B)(4).